Event description:
As reported the lead dislodged itself. The issue was confirmed on chest x-ray. It was found by the patient having diaphragm stimulation. Upon interrogation, there was no capture at max output. The lead was tunneled subcutaneously and when we went to remove it, it was found in the subcue layer of the ribs area.